Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2019 with the following findings: on investigation, the pump powered on normally and rewind, load and prime sequence completed successfully. The pump was exercised for 12 hours without any interruption in power. The battery compartment was found to be cracked and leak testing confirmed moisture ingress into the pump with moisture damage noted to the components in the pump¿s interior compartment. Investigation did not duplicate the alleged power issue but did confirm the moisture ingress. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.